Manufacturer narrative:
The case is currently being investigated.

Event description:
Our customer has informed us that when the doctor opened the box of s.35.714, there was a product that did not match the catalog specifications. It supposed to be a strong curve, but the product in the box had a weak curve. Would you please let us know the cause of the problem and measures tp prevent future reoccurrences.